Event description:
The user reported that during a declot of an arteriovenous fistulae, the catheter tip broke off in the patient. They were unable to snare the tip out of the patient. A cut down procedure was performed to remove the catheter tip. No other harm or injury has been reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not provide a lot number. The device history record and complaint database could not be reviewed for lot specific information. Upon visual and magnified inspection the complaint was confirmed. The tip tubing of the catheter is detached at the fuze zone junction. There is evidence of good melt flow the entire circumference of the body tubing at the fuze zone. The remaining tip material is very jagged and gives the appearance the tip was torn away from the body tubing. Merit is unable to determine an exact root cause from the reported failure.